Event description:
It was reported that this right atrial (ra) lead exhibited dislodgement. The contrast-enhanced (CT) imaging showed that the lead had once exited the vessel around the superior vena cava (svc) and then re-entered the vessel. This ra leads remains in service. No adverse patient effects were reported. Additional information received indicates that after several intrathoracic drainages, the bleeding stopped, the tube was removed, and the patient was discharged safely. Additionally, the lead was inside the blood vessel and that the superior vena cava (svc) was damaged during the puncture. The opinion is that the incident was due to the physician technique rather than the lead. The ra lead remains in service and will not be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited dislodgement. The contrast-enhanced (CT) imaging showed that the lead had once exited the vessel around the superior vena cava (svc) and then re-entered the vessel. This ra leads remains in service. No adverse patient effects were reported.